Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; previous materials analysis confirmed the material composition and hardness to be within specification. It also indicated that the fracture resulted from bending and was a mix of ductile and brittle overload. The plausible root cause of the reported event is likely due to a cantilever overload.

Event description:
It was reported that the distal end of trial handle broke off in trial.

Event description:
It was reported that the distal end of trial handle broke off in trial.